Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and twiddler¿s syndrome. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Analysis of the lead did not find any anomalies except damage sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the all three leads, the right atrial, the right ventricular and the left ventricular leads exhibited loss of capture. It was noted that the patient had a severe case of twiddlers syndrome. Chest x-ray revealed the leads were dislodged. The leads were explanted and replaced. The physician used a special suture to tie down new leads, so the leads are not twiddled or moved. The patient was in stable condition post procedure.